Manufacturer narrative:
The radiesse lot number was not provided; therefore the device history records could not be reviewed. As of (B)(6), the patient's swelling had not fully resolved after completing the second dose of antibiotics. Dr. (B)(6) has not performed any additional treatment or taken CT scan at this time.

Event description:
A patient injected with radiesse dermal filler in the cheeks in (B)(6) 2011 and again on (B)(6) 2012. The patient reported intermittent swelling below the right side lower lid shortly after the (B)(6) injection, but had subsided at the time of the radiesse injection in (B)(6). After the (B)(6) injection, the patient reported tender and swollen areas near the sides of the nose. Dr.(B)(6) tried to aspirate, but no fluid/ pus was extracted. On (B)(6), dr. (B)(6) reported that the patient was treated with keflex ((B)(6)) and again on (B)(6). The patient had reported a sinus infection in (B)(6), which had not fully resolved at the time of the (B)(6) radiesse injection. There was visible swelling in the before (radiesse injection) photo taken on (B)(6).